Manufacturer narrative:
E.1 initial reporter occupation: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and performance was sluggish. A field service engineer checked the speed duplex and updated to half. The firewall was turned off, but the network still did not connect. The system was switched to wifi, and it connected successfully. It was found that the customers network port was not wired correctly in the closet. The customers information technology team rewired the port, and the pyxis connected instantly. The system was rebooted and allowed to load in the application, and it was confirmed that disconnect mode was no longer displaying. The customer then logged in and fast login was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system was not communicating and performance was sluggish, taking more than one minute to log in. The customer rebooted the station twice but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.